Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole. The clip did not form properly. I am unsure at this time if the clip was not completely closed. I will be receiving more information within the next few days. Additional information was received via telephone from account manager on wednesday, 6jun2018: the doctor used 4 clips on the vessel, but noticed that one clip was malformed and did not appear to be ligating the vessel as anticipated. The clip was not properly closed at the apex side. It is unknown if the clip was fully loaded into the jaws upon actuation. The trigger was squeezed plastic to plastic. It is unknown if the surgeon fully skeletonized the vessel prior to using the clip applier or if he used the device to skeletonize the tissue. The device is available for return. The surgeon was comfortable with the amount of clips that were on the vessel to leave it as is. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Based on the description of the event, it is likely that the reported event of incomplete clip closure was caused by the user's clip application technique. The instructions for use (IFU) instructs the user to "ensure the clip is secure and completely positioned around the tissue being ligated" and warns that "excessive twisting or torqueing may lead to a malformed clip." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.